Event description:
The event involved a connector tego¿ where it was reported that the patient was undergoing their third dialysis of the week. The arterial line and venous line were connected to the tego connector without complications. The hemodialysis machine was then started, and air was detected in the lines. Therefore, the line was reviewed, and a blood leak was found at the arterial branch of the tego circuit, at the upper part. As a result, the arterial tego connector was replaced, the new connection was made, and the machine was restarted without complications. The product was used three times until the issue. There was no patient harm. It was also informed that at the time of the event, the patient's blood pressure was 161/67 mmhg, and the heart rate was 68/min.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. E1 initial reporter phone number: (B)(6). Ext. (B)(6).

Manufacturer narrative:
The reported complaint of of a torn membrane could not be confirmed. Without the return of the sample a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.